Event description:
During a pph procedure, when the knife blade was activated, it did not cut. Don't know how much was uncut. Was able to remove the device. It is unknown how the case completed. No patient consequence.